Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user was hospitalized and admitted to the ICU with diabetic ketoacidosis (dka) following a reported glucose discrepancy and elevated blood glucose. The user was treated with an insulin IV drip. The outcome is unknown as the user was still hospitalized at the time of report.

Manufacturer narrative:
The user was hospitalized with diabetic ketoacidosis and required intensive care unit¿level care while using the ilet. This situation can result in severe metabolic decompensation requiring intensive medical intervention and is consistent with the reported insulin intravenous drip treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed hyperglycemia on the reported event date and did not support the reported continuous glucose monitor low reading, suggesting a discrepancy between sensor readings and actual glucose levels. Due to limited clinical information and unclear circumstances surrounding the diagnosis of diabetic ketoacidosis, the cause of the event cannot be established. Based on available information, no device malfunction was confirmed. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.